Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: did the device deploy any staples? Yes, but they were open and not closed around the tissue. Was post-op care changed for the patient due to the extended thirty minutes? No.

Event description:
It was reported that during a left sided hemicolectomy procedure, as they were using the device, they did as they were supposed to do (placed the device around the tissue, waiting 15 seconds, and fired the stapler). The result was, that the clips from the device did not work and the only thing the device did was to cut the tissue. They had to remove the device and hand sew the tissue. The procedure took thirty minutes longer as planned. There were no adverse consequences for the patient reported.